Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a bleeding complaint occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced bleeding at the insertion site. The area was bleeding for more than 3 minutes. The patient went to the hospital after the area was still bleeding for 4 hours. At the hospital the patient was treated with tranexamic acid (route not specified), to stop the bleeding. Besides that, pressure was put on the bleeding. There were no other symptoms reported, and no further treatment was reported to be needed. It is not known how long the patient was in the hospital for, but there is no indication that the patient needed to be hospitalized. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.